Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, they noticed leakage where manifold enters into the venous inlet. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 4, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date); d10 (device availability - added date returned to manufacturer); g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to additional information and device evaluation); h3 (device evaluated by manufacturer); h4 (device manufacture date); h6 (identification of evaluation codes 10, 11, 3331, 213, 4315). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 10 - testing of actual/suspected device. Results code: 213 - no device problem found. Conclusions code: 4315 - cause not established. The affected sample was inspected upon receipt. It was noted that there may be a slight bonding deficiency for the venous inlet pigtail. Water was circulated through the reservoir while the pressure at the venous inlet was monitored. No leakage was observed. The sample was then setup in a water circuit with an oxygenator. Occlusion was set on the arterial outlet of the oxygenator to 250-300mmhg, slightly higher than typical clinical arterial pressure. The manifold was attached to the arterial outlet pigtail and the venous inlet pigtail with the manifold stopcocks set to permit flow from the arterial outlet to the venous inlet. The circuit was run for approximately three hours with no leakage observed anywhere in the system. A representative retention sample was inspected for visual damage, specifically in the area of the venous inlet pigtail, with no damage observed. The bond of the venous inlet pigtail appeared to be suitable for use. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.